Manufacturer narrative:
One non-sterile prowler plus was received. Flattened section was found at the distal area. The dimensional analysis was performed at the proximal and distal ID as well as the body od device and they were found within dimensional requirements. A guidewire 0.018" lab sample was inserted through the returned microcatheter and an obstruction was found at 68cm from the hub. The microcatheter was cut 1cm beyond where the obstruction was found. A guidewire 0.018" was inserted again in the microcatheter and it could be exposed; the obstruction. The material was sent to ftir. The ftir results indicated that the sample is similar to the ptfe. Also the device was sent to sem analysis. The results indicated that the micro catheter hub cross-section revealed no material deformation or anomalies. The liner surface showed some tearing and abrasions as demonstrated. Tearing or delaminating of the liner material along the lumen possibly caused the ptfe obstruction. The four segments scanned exhibited evidence of liner material along the body lumen surface and no evidence of delaminating in this location. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Due to the obstruction found in the lumen of the microcatheter; functional test could not be evaluated as required; therefore the failure reported (resistance/friction inner lumen and outer body) could not be confirmed. The cause of the flattened section could not be determined. Inspections are in place to prevent these types of damages from leaving the facility (100% visual inspection). The ptfe obstruction found in the microcatheter could be caused by the resistance/friction experienced during procedure that could damage the inner lining as indicated in the sem analysis; the guidewire could tear or delaminate the lumen and cause the ptfe obstruction. It is unlikely that the obstruction could be caused during the manufacturing process since two mandrels are inserted during the manufacturing process avoiding any obstruction; these mandrels contain round ends to avoid damages inside of the lumen during the insertion. Additionally the device contains a 100% inspection where a transport mandrel slides into microcatheter to detect any resistance or obstruction in the inner lumen. The complaints of resistance / friction inner lumen and outer body could not be confirmed, as one product was not returned and the returned product had obstruction in the inner lumen making functional testing impossible. Delamination of the ptfe was confirmed on analysis, and related to procedural factors. There is no evidence to suggest there were any manufacturing issues that contributed to the reported event. Inspections are in place to prevent damaged products from leaving the facility. Review of the info does not suggest what factors may have contributed to the reported and confirmed events.

Event description:
The complaint received states that two prowler m microcatheters had resistance friction of the inner lumen and outer body during an interventional procedure. No info about the pt and the target vessel characteristics were provided. The trans-arterial embolization was conducted in the right hepatic artery. When the micro catheter 606-2310m (complaint product 1) was delivered to the target, friction occurred between the micro catheter and the guidewire (0.016inch/180cm gt, terumo), and between the micro catheter and the diagnostic catheter (5f, create). The friction was felt when the devices had reached the hepatic artery. Once the first microcatheter was removed from the pt, the second complaint device, 606-2310m, was used. This catheter also had resistance with the other devices during the delivery to the target lesion. In both cases the resistance was felt in the whole shaft of the catheter, not in a specific section, according to the physician. Finally another new product (lot unk) was used and the procedure was completed successfully. There was no adverse consequence to the pt. Delamination of one of the complaint products was identified on fal inspection and captured. Additional info indicated that prior to inserting in the pt, both products were inspected and prep per (IFU) instruction for use and found undamaged. It is not clear if during the procedure, constant flush was maintained. No other damages were noted after the products were removed from the pt.